Manufacturer narrative:
The device was received fully deployed. The soft cannula was observed to be torn and bent. Corrosion was observed on the pcb through the bottom housing. Corrosion was observed on the mechanism rails. Due to the corrosion observed on the internal components of the device, a leak test was completed. During the leak test, fluid was observed to be leaking from the nail head. Due to this leak, fluid could not flow through the complete fluid path. All attempts to download the pods data were unsuccessful, and all three batteries were found to have lower than expected voltage. Without the pods data, the investigation could not confirm that the pod generated a hazard alarm. The investigation could not determine if the observed leak from the soft cannula nailhead contributed to the reported event. The investigation was able to determine that the leak from the naihead contributed to the observed corrosion on the internal components of the device. The investigation could not determine the cause or timing of the damage to the external soft cannula. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.4. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 36 and 48 hours. It was reported by the patient that the pod was alarming during operation.